Event description:
Consumer complaint of blood result reading of "lo". Last 4 test in memory: "lo", "lo", 84mg/dl, 117 mg/dl. Customer normally reads between 50 -60mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. Low test results. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry on the test strip due to improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Last 4 tests in memory: "lo", "lo", 84mg/dl, 117mg/dl. Customer normally reads between 50 - 60mg/dl. No adverse event reported.